Event description:
One patient sample with glucose values from one instrument that do not fit in clinical picture. The same patient tested on a different instrument gives different results. The following information was provided: (B)(6)2007 at 1900h, initial result 4.0 mmol/l. Same patient tested using different method at 20:04h gave result of 12.4 mmol/l. Tested again at 23:54 h, gave result of 9.7 mmol/l. On (B)(6)2007 same patient tested at 0600h, initial result 1.9 mmol/l. Patient retested using different method at 0553h gave result of 8.83 mmol/l. On (B)(6)2007 at 07:20h, initial result was 2.1 mmol/l. Patient also tested using different method at 0720h, gave result of 10.6 mmol/l. If additional information is received appropriate notification will be provided.